Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient¿s lead was explanted due to repetitive infection. The infection was only at the ipg site and never at the lead site.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were a small opening at the center of the incision that would not fully close and had started to get irritated. The physician did not feel that it was device or procedure related. The patient was prescribed antibiotics and underwent a procedure where the ipg was explanted.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were a small opening at the center of the incision that would not fully close and had started to get irritated. The physician did not feel that it was device or procedure related. The patient was prescribed antibiotics and underwent a procedure where the ipg was explanted.